Event description:
Customer reported receiving erratic readings on their freestyle flash glucose monitor during control solution testing. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This issue of erratic readings was not confirmed during returned product testing; it was identified as the unit of measurement could be changed from mg/dl to mmol/l. Meter is unlocked to mg/dl. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. Error numbers 0300, 0015, 0204, 0800, 0806 were found in the meter internal log. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.